Manufacturer narrative:
A review of the DHR, which includes verification of all steps in the manufacturing of the pump, verification of all final testing performed by/on the pump, verification of sterilization, and packaging for subject pump was performed. The review did not identify any non-conformances, issues or capas associated with pump function. (B)(4).

Event description:
It was reported that prometra ii 20 ml pump was explanted due to infection. No additional information has been provided. Pump is not available for return.

Manufacturer narrative:
Additional data: d4 (lot #) corrected data: d4 (UDI) per follow-up obtained (B)(6) 2020, health professional reported that the follow-up questions were provided to the implanting/explanting physician, dr. (B)(6), and it is believed that they will not be answered. No further information is available at this time. Per instructions for use, infection is listed as under the "possible risks associated with programmable implantable pump." A supplemental MDR will be sent if additional information is obtained. Internal complaint # - (B)(6).

Event description:
It was reported that a prometra ii 20 ml pump was explanted due to infection. No additional information has been provided. Pump is not available for return.